Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer stated that prior to the event she experienced high blood glucose levels, dry mouth, and increased urination. The customer stated that she changed her infusion set on the day of the event, but prior to that she was commonly only changing her infusion sets every four days. The customer was advised to change the infusion set every 2-3 days. Troubleshooting was performed, and the insulin pump was programmed correctly. During the initial prime test, no insulin was observed dripping from the end of the tubing. The prime test was repeated, and insulin was observed exiting from the end of the tubing, the high pressure test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.